Manufacturer narrative:
Patient information: unk. Claim# (B)(4).

Event description:
An implantable collamer lens was implanted into the patient's eye. Reportedly, "a patient who has post residual astigmatism after toric icl.".